Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set leakage at site events on 25-may-24 and 07-jun-2024 each. The set was in use for less than 48 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.